Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
Restriction for venous dilation when passing the dilator due to damage of it. When advancing the dilator, the thickest sheath wrinkles, the thinnest dilator tears, so it is withdrawn and a new set of port is requested. New puncture is performed with good venous return but when passing the guidewire and under fluoroscopy verification, deviation of the guidewire to right thorax is noted. Patient refers thoracic pain. Thorax x-ray shows no evidence of pleural leak or pneumothorax but mediastinal enlargement; suspect of vascular lesion at subclavian/superior cava level. Insertion of port is canceled and urgent thorax and neck angiotomography is requested. Hemopneumothorax drain had to be performed with closed thoracotomy tube.